Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the cutting end of the drill bit snapped during use. The procedure was an acl which was completed successfully after a short delay with a backup device. There was no reported patient injury. Patient's post-operative condition was okay. No other complications were noted.